Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 7c18 that has a similar product distributed in the us, list number: 1l82, with 510k/PMA/bla number: p050051.

Event description:
The customer reported false reactive architect anti-hbs results for a 34-year-old female clinic patient in the liver disease department of the infectious diseases division, diagnosed with abnormal uterine bleeding. The following data was provided: on (B)(6) 2025, a sample was drawn from the patient and tested for hbsag, anti-hbs, and anti-hbc. The results were: hbsag result = 65.31 iu/ml (reference range: < 0.05 iu/ml is nonreactive). Anti-hbs result = 589.73 miu/ml (reference range: < 10 miu/ml is nonreactive). Anti-hbc result = 8.14 s/co (reference range: < 1.00 s/co is nonreactive). The customer had doubts about the results since reactive results were generated for hbsag and anti-hbs. The sample was taken to be run on the auto-bio a2000 (chemiluminescence instrument) for anti-hbs testing and the results are as follows: anti- hbs (undiluted) result = 1.242 miu/ml. Anti-hbs (diluted 1:100) result = < 50 miu/ml. Anti-hbs (diluted 1:10) result = 0.500 miu/ml. The following is the patient¿s medical history and historical results: on (B)(6) 2022, internal medicine outpatient health examination: hbsag: 89.118 iu/ml - reactive (reference range: < 0.05 iu/ml is nonreactive). Hbsab: 5.429 miu/ml ¿ nonreactive (reference range < 10.0 miu/ml is nonreactive). Hbeag: 0.010 iu/ml ¿ nonreactive (reference range < 0.10 iu/ml is nonreactive). Hbeab: > 4.5 pei u/ml ¿ reactive (reference range < 0.15 pei u/ml is nonreactive). Hbcab: > 45 pei u/ml ¿ reactive (reference range < 0.7 pei u/ml is nonreactive). On (B)(6) 2024, health management center: hbv-dna: 2.66e+06 iu/ml- reactive (reference range 0-100 iu/ml). On (B)(6) 2025, abnormal uterine bleeding in the gynecology clinic: hbv-dna: 1.83e+03 iu/ml ¿ reactive (reference range 0-100 iu/ml). Hbsag: 133.643 iu/ml ¿ reactive (reference range < 0.05 iu/ml is nonreactive). Hbsab: 0.994 miu/ml ¿ nonreactive (reference range < 10 miu/ml is nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 59318fz01. A review of the device history record did not identify any nonconformances or deviations for lot 59318fz01 and complaint issue. The overall performance of the architect anti-hbs assay was reviewed using data gathered from customers worldwide. The patient median values obtained fall within +/-2sd of the established baseline, indicating the reagent lot is performing acceptably. Clinical specificity testing was completed using an in-house retained kit of the complaint lot. All specifications met acceptance criteria, and the product is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect anti-hbs reagent lot 59318fz01 was identified.

Event description:
The customer reported false reactive architect anti-hbs results for a 34-year-old female clinic patient in the liver disease department of the infectious diseases division, diagnosed with abnormal uterine bleeding. The following data was provided: on (B)(6) 2025, a sample was drawn from the patient and tested for hbsag, anti-hbs, and anti-hbc. The results were: hbsag result = 65.31 iu/ml (reference range: < 0.05 iu/ml is nonreactive) anti-hbs result = 589.73 miu/ml (reference range: < 10 miu/ml is nonreactive) anti-hbc result = 8.14 s/co (reference range: < 1.00 s/co is nonreactive) the customer had doubts about the results since reactive results were generated for hbsag and anti-hbs. The sample was taken to be run on the auto-bio a2000 (chemiluminescence instrument) for anti-hbs testing and the results are as follows: anti- hbs (undiluted) result = 1.242 miu/ml. Anti-hbs (diluted 1:100) result = < 50 miu/ml. Anti-hbs (diluted 1:10) result = 0.500 miu/ml. The following is the patient¿s medical history and historical results: (B)(6) 2022, internal medicine outpatient health examination: hbsag: 89.118 iu/ml - reactive (reference range: < 0.05 iu/ml is nonreactive). Hbsab: 5.429 miu/ml ¿ nonreactive (reference range < 10.0 miu/ml is nonreactive). Hbeag: 0.010 iu/ml ¿ nonreactive (reference range < 0.10 iu/ml is nonreactive). Hbeab: > 4.5 pei u/ml ¿ reactive (reference range < 0.15 pei u/ml is nonreactive). Hbcab: > 45 pei u/ml ¿ reactive (reference range < 0.7 pei u/ml is nonreactive). (B)(6) 2024, health management center. Hbv-dna: 2.66e+06 iu/ml- reactive (reference range 0-100 iu/ml). (B)(6) 2025, abnormal uterine bleeding in the gynecology clinic. Hbv-dna: 1.83e+03 iu/ml ¿ reactive (reference range 0-100 iu/ml). Hbsag: 133.643 iu/ml ¿ reactive (reference range < 0.05 iu/ml is nonreactive). Hbsab: 0.994 miu/ml ¿ nonreactive (reference range < 10 miu/ml is nonreactive). There was no impact to patient management reported.